Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. There was no noise observed. Additionally, it was noted that thresholds have increased. Troubleshooting was performed and the device was reprogrammed to a different vector. At this time, the cardiac resynchronization therapy defibrillator (crt-d) and lv lead remains in service. No adverse patient effects were reported.